Manufacturer narrative:
Initial.

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) intermittently lost signal to the ilet, causing glucose readings to disappear and then reappear, while a concurrent fingerstick or cgm peak of 233 mg/dl was noted. Symptoms included hyperglycemia with no clinical symptoms associated. Outcomes included no alerts or alarms, no emergency care, and no hospitalization. User support included troubleshooting and education, and the patient was advised to contact dexcom if signal losses continued. Investigation of this case revealed intermittent communication issues between the cgm transmitter and the ilet receiver with no device damage reported and no functional pump failure observed. It was concluded, based on previously established findings for similar reports, that the cause was probable external or environmental interference affecting cgm-to-pump communication.